Manufacturer narrative:
(B)(6). The pump was returned to animas for evaluation. Evaluation revealed the force sensor resistance measurement was out of calibration, there was a misaligned display screen and dislodged force sensor pins, the force sensor plate resistance reading was out of specifications, the force sensor was contaminated and the force sensor shim plate was dipped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Evaluation revealed the force sensor resistance measurement was out of calibration, there was a misaligned display screen and dislodged force sensor pins, the force sensor plate resistance reading was out of specifications, the force sensor was contaminated and the force sensor shim plate was dipped. There was no adverse event associated with this issue.